Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the right atrial lead exhibited high capture threshold. On (B)(6) 2017, the patient presented for lead readjustment procedure where it was discovered that the right ventricular lead exhibited high capture thresholds as well. After readjusting the leads, the pacemaker was in backup vvi mode. The device was explanted and replaced. Patient was stable.